Event description:
A surgeon reported a patient with a decentered intraocular lens (iol) and twisted haptic following iol implant surgery. An iol revision surgery was performed in a secondary procedure. The patient had a history of fuch's dystrophy (pre-existing). No further information is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No further information is expected. (B)(4).